Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician's office, in (B)(6) 2009, the patient experienced pain after voiding, as well as some discharge. In (B)(6) 2009, patient continued to experience pain after voiding, and removal of the sling was discussed. In (B)(6) 2010, the patient continued to have discharge. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.